Event description:
It was reported that the patient experienced a shooting pain up her back and not down her legs as usual. The patient increased the stimulation from 1.7 v to 4.0-4.5 v in an attempt to get the pain to stop. It was noted that the patient hadn't slept in 24 hours due to the pain. The patient also experienced tingling and numbness in her left leg and she noted that her pain and other issues had always been in her right leg before. There was no know accident or incident related to the start of the symptoms, although the patient had picked up her (B)(6) child, but nothing remarkable happened. The patient felt as though the pain was generating from at or above the level of the lead and thought it may be an issue with a disc because she has degenerative discs. Additional information reported that the patient had spoken with her health care professional who had instructed the patient to go to the ER and have a cat scan performed. It was noted that the patient's therapy had worked fine until the previous morning. The company representative reported the next day that he had spoken with the patient and she was "doing fine" now. Her stimulation was helping her. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-51 lot# serial# (B)(4) implanted: 1998-(B)(6) explanted: product type extension product ID 3777-60 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37744 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3708120 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type extension product ID 3587a lot# l46362 serial# implanted: 1998-(B)(6) explanted: product type lead. (B)(4).